Event description:
During installation of the roller pump, the placement of the tubing clamp assembly was very difficult because of interference with the mating component. The part was successfully adjusted and assembly was completed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.